Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle had cannula length issues. The following information was provided by the initial reporter: the consumer reported this box of needles are unusually long in length and longer than even than the 8mms needles. Date of event : (B)(6) 2022. Sample status : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle had cannula length issues. The following information was provided by the initial reporter : the consumer reported this box of needles are unusually long in length and longer than even than the 8mms needles. Date of event : 03/22/2022. Sample status : available.